Event description:
It was reported that bd insyte autoguard. The following information was provided by the initial reporter, translated from spanish to english: in an outpatient chemotherapy unit, an insyte autoguard peripheral catheter was installed. After its removal, the professional observed damage to the catheter in its connection with hubb (connection end with extension). At the junction the professionals observed that they were fractured. (B)(6) 2024. Reports correspond to adverse incidents, with potential harm to the patient, but no associated adverse event.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter could not be confirmed from the image that was provided for investigation. The image appeared to be a stock image of a 22g insyte autoguard unit. A red circle was placed over the junction between the catheter tubing and the catheter adapter. No damage could be discerned on the image. Although the image and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.